Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('other injury(ies) or complication(s) please describe: tissue cannot be found / essure cannot be found') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure (batch no. B94867,cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain lower, uterine bleeding, adenomyosis, stress urinary incontinence and cystourethroscopy. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, lysis,enterolysis,cystourethroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, menorrhagia and fatigue outcome was unknown and the genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered device dislocation, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal details : total laparoscopic hysterectomy performed on (B)(6) 2016 and bilateral salpingectomy performed on (B)(6) 2018. 2 coils visible when placement device removed. Same procedure done on the right tube and 4 coils visible when placement device removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: (as per pfs) total bilateral occlusion; on (B)(6) 2016: (as per mr) impression: status post essure procedure. There is occlusion of the fallopian tube bilaterally. Pathology test - on (B)(6) 2016: final pathologic diagnosis: cervix: acute and chronic cervicitis. Nabothian cysts. Endometrium: benign. Secretory endometrium . Myometrium: no significant abnormality serosa: scant, benign adhesions. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs and mr received: lot no added. New events - abnormal bleeding(general), abnormal bleeding (vaginal, menorrhagia), pelvic pain, fatigue, other injury(ies) or complication(s) please describe: tissue cannot be found/essure not found were added. Outcome of "bleeding" events updated. Reporter¿s information, patient demography, concomitant condition, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure cannot be found/migration of essure device location of device: unknown - has not been found'), genital haemorrhage ('abnormal bleeding(general)') and bladder disorder ('bladder problems') in an adult female patient who had essure (batch no. B94867, cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain lower, uterine bleeding, adenomyosis, stress urinary incontinence and cystourethroscopy. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced libido disorder ("changes in sex drive"), mood swings ("mood swings") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2016, the patient experienced bladder disorder (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia") and urinary tract disorder ("urinary tract disorder"). In (B)(6) 2016, the patient experienced pelvic pain ("pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and nausea ("nausea"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, lysis,enterolysis,cystourethroscopy and lifted bladder done with hystrectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, fatigue, nausea, dyspareunia and urinary tract disorder outcome was unknown and the genital haemorrhage, bladder disorder, pelvic pain, vaginal haemorrhage, libido disorder, mood swings, female sexual dysfunction and dysmenorrhoea had resolved. The reporter considered bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, libido disorder, menorrhagia, mood swings, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: removal details : total laparoscopic hysterectomy performed on (B)(6) 2016 and bilateral salpingectomy performed on (B)(6) 2018. 2 coils visible when placement device removed. Same procedure done on the right tube and 4 coils visible when placement device removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2016: (as per pfs) total bilateral occlusion; on (B)(6) 2016: (as per mr) impression: status post essure procedure. There is occlusion of the fallopian tube bilaterally. Pathology test on (B)(6) 2016: final pathologic diagnosis: -cervix: acute and chronic cervicitis. Nabothian cysts. -endometrium: benign. Secretory endometrium . - myometrium: no significant abnormality. -serosa: scant, benign adhesions. Lot number: b94867, manufacture date: 2013-11-13, expiration date: 2016-11-30. Lot number: cs000hw, manufacture date: 2015-01, expiration date: 2017-10-31. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received: new event - changes in sex drive, mood swings, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, nausea, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('other injury(ies) or complication(s) please describe: tissue cannot be found / essure cannot be found') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure (batch no. B94867,cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain lower, uterine bleeding, adenomyosis, stress urinary incontinence and cystourethroscopy. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, lysis,enterolysis,cystourethroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, menorrhagia and fatigue outcome was unknown and the genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered device dislocation, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal details : total laparoscopic hysterectomy performed on (B)(6) 2016 and bilateral salpingectomy performed on (B)(6) 2018. 2 coils visible when placement device removed. Same procedure done on the right tube and 4 coils visible when placement device removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: (as per pfs). Total bilateral occlusion; on (B)(6) 2016: (as per mr) impression: status post essure procedure. There is occlusion of the fallopian tube bilaterally. Pathology test - on (B)(6) 2016: final pathologic diagnosis: cervix: acute and chronic cervicitis. Nabothian cysts. Endometrium: benign. Secretory endometrium. Myometrium: no significant abnormality. Serosa: scant, benign adhesions. Lot number: b94867 manufacture date: 2013-11-13 expiration date: 2016-11-30. Lot number: cs000hw manufacture date: 2015-01 expiration date: 2017-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.